Event description:
It was reported that the customer had a blood glucose level of 41 mg/dl. The customer stated that his/her insulin pump had cracks on its face. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.